Event description:
It was reported the pt was experiencing telemetry issues while recharging their neurostimulation device. It was suspected the ins device was overdischarged. The pt had not had stimulation and the device had not been recharged for the past 5-6 months. The pt was instructed to perform a physician mode recharge. The pt attempted this at home three times but was not successful. The pt was scheduled to be seen in the clinic. While in the clinic the ins was able to be successfully charged up to a quarter charge. No interrogation or troubleshooting was attempted. The pt returned home to continue charging. The device was charged to 3/4 charge but the pt later found the ins charge depleted again. The ins was not turned on. Final outcome was unk at the time of this report. Additional info has been requested.